Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to be interrogated with the 3300 programmer, nor with the 3200 programmer. The telemetry wand was replaced and again interrogation was not possible. A magnet reset of the device was successful and the device was able to be interrogated. Data analysis was performed and boston scientific technical services confirmed that the data did not show any faults that would explain the reported telemetry difficulty. The programmer log files did show evidence of electromagnetic interference (emi) noise that could have been part of the cause. The data did not appear to indicate any device anomaly. The plan is to continue routine monitoring. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please describe event or problem for more information regarding the specific circumstances of this event.